Manufacturer narrative:
Unit received with blank display due to damaged battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with cracked battery tube threads, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that while changing the reservoir she accidentally dropped the insulin pump and caused the insulin pump damaged the battery compartment. The customer stated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.